Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was 411 mg/dl. Customer was in the hospital for the 6 days. Customer advised they changed the site, tubing, reservoir and battery and they received a no delivery alarm. Troubleshooting for high blood glucose levels was performed. Customer was advised to change out the entire set and reservoir and treat their high blood glucose levels per their healthcare provider instructions. Customer was hospitalized because of a heart attack. Customer advised that they were unable to manually prime the set and reservoir and also unable to clear the no delivery alarm. Customer advised their mentor was by them and that they are no longer receiving no delivery alarms. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.